Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was deep vein thrombosis (dvt) and pulmonary embolus (pe). The device was implanted via the right common femoral vein. Imaging at the time revealed no thrombosis of the vena cava. The filter was place below the renal veins and above the common iliac veins. There was no report of complications or difficulties at the index procedure. It was initially reported that the filter malfunctioned causing injury and damage to the patient including tilt, embedded in the wall of ivc and two failed retrieval attempts. There has been no documentation provided regarding the retrieval attempts. As a result, the patient reportedly suffered life threatening injuries and damages which required extensive medical care and treatment. Additional information contained in the patient profile form (ppf) indicated that the patient experiences shortness of breath and anxiety related to the device. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films available for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported in the legal brief, the patient underwent placement of an optease vena cava filter which reportedly malfunctioned causing injury and damaged to the patient including tilt, embedded in the wall of ivc and two failed retrieval attempts. As a result, the patient reportedly suffered life threatening injuries and damages which required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The dates of implantation and attempted retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(4) vs. Cordis, the patient underwent placement of an optease vena cava filter which reportedly subsequently malfunctioned causing injury and damaged to the patient including tilt, embedded in the wall of ivc and two failed retrieval attempts.  As a result, the patient reportedly suffered life threatening injuries and damages which required extensive medical care and treatment.